Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops of insulin were not observed to be exiting through the tubing. All supplies were changed out to resolve the issue. Customer's blood glucose level was 187 mg/dl.